Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door failed to open. A field service engineer (fse) identified no failure with the smart remote manager. Fse found that the medication was greyed out due to insufficient inventory but inside the refrigerator there were 5 vials. Nurse failed to access and successfully inventoried the remote manager. The system functioned as intended after the field service engineer had assisted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge door was not opening. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.